Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e0402 captures the reportable event of an allergic reaction. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2024. A patient experienced an allergic reaction to a clip device after the procedure, when checked with ecr, they mentioned that the reaction might be due to the clip, possibly related to a nickel allergy. The patient was discharged but started feeling unwell again. The patient called the unit and is now back in a&e. It seems that the patient developed a rash and is experiencing nasal symptoms. The procedure was completed with this device. The patient experienced an allergic reaction due to the nickel content in the device. Note: it was reported that the patient experienced nickel allergy; however, per the instructions for use (IFU) states that the clip contains nickel. Therefore, ar code 5191: 2457 (device: use of device issue-user error) has been applied.